Event description:
It was reported that the flow/bubble sensor will not hold zero during calibration when clamped off. The failure occurred during maintenance. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation on 2024-04-09. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Manufacturer narrative:
It was reported that the flow/bubble sensor will not hold zero during calibration when clamped off. The failure occurred during maintenance. No harm to any person has been reported. As any flow issues could lead to a a high priority alarm, which leads to pump stop, if intervention is set by the user, a report is needed. A getinge field service technician (fst) was sent for investigation . The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The flow/bubble sensor was investigated by getinge service and sales unit on 2024-07-11 with the following result: the root cause of the zero flow noise could be confirmed and narrowed down to the digi flow mini board. The digi flow min was not send for in. It can be concluded, that in specific pairing of the flow/bubble sensor with a digi flow mini board the failure occurs, but cannot nearly specified. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The device was manufactured on 2022-08-30. The device history record (DHR) of the cardiohelp (material: 701048012, serial: (B)(6) was reviewed on 2024-04-26. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "flow/bubble sensor will not hold zero during calibration when clamped off" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).